Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Event description:
This event occurred in (B)(6). During implantation the length of stent was different than was noticed on the box. The lesion was measured prior to choosing the stent size. When the stent was opened in the vessel it turned out that the stent was deployed completely but only covered half of the lesion. An additional 100mm stent was needed to complete the procedure. No injury occurred to patient. The everflex entrust stent delivery system, (sds), was received for evaluation along with an additional everflex entrust 150mm stent delivery system and an everflex entrust 100mm stent delivery system. No ancillary devices from the procedure were received. An electronic copy of 22 dicom cine series images from the procedure was received. The customer experience of everflex entrust stent delivery system containing a shorter length stent could not be confirmed. The most proximal stent was determined to be an approximately 40mm stent of another manufacturer based on stent cell design and number of radiopaque marks on the ends of the stent. The second stent appears to be implanted within the 40mm stent. A cell count confirmed its length to be 150mm along with the returned sds having the correct working length and printed strain relief stent size markings. The distal end of the third stent, (second 150mm), terminates behind the knee. Due to stent overlap, anatomy curvature, and cine clarity a cell count could not be conducted. The returned sds based on their working lengths and the position of the pusher they did contain 150mm stents. A fourth stent spans the back side of the knee; based on the returned sds it contained a 100mm stent. The stent shortening appears to be related to large stent overlap and curving vessel anatomy. The root cause of the foreshorten stent length appears to procedural and / or anatomy. Possible contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation. The IFU (instructions for use) under stent deployment step g provides the us ER with the following note: if more than one stent is needed, place the distal stent first. If overlap of sequential stents is necessary, the amount of overlap should be kept to a minimum.

Manufacturer narrative:
Evaluation of the returned device was completed on march 7th, 2016. The customer experience of the everflex entrust stent delivery system (sds) containing a shorter length stent could not be confirmed. Cine images provided did not have enough clarity to allow counting of the number of rows of stent cells in all of the stents. The stent shortening appears to be related to large stent overlap and curving vessel anatomy. The root cause of the foreshorten stent length appears to procedural and / or anatomy. Possible contributing factors such as ancillary device interaction and procedural technique could not be evaluated in this investigation.